Event description:
Discordant free thyroxine (ft4) results were obtained on eleven patients on an advia centaur instrument. The initial results were reported to the physician(s). The same samples were repeated on the same instrument and the corrected results were reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant ft4 results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site to evaluate the instrument and instrument data. The cse determined that the instrument water bottle and water reservoir were contaminated with bleach. The cse rinsed the water bottle, degasser, filter and reservoir with water. The cse determined that the cause of the discordant ft4 results was due to user error: improper rinsing of the water bottle and water reservoir after performing the instrument cleaning procedure. The instrument is performing within specifications. Further evaluation of the device is not required.